Manufacturer narrative:
Patient information was not provided for reporting. Device is an instrument and is not implanted / explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a hip surgery. During extraction of the helical blade inserter and the helical blade coupling screw, the surgeon had difficulty disengaging both devices from the helical blade. The sales consultant noted that it seemed like the threads on the helical blade inserter and helical blade coupling screw were not smooth. There were no additional measures other than additional physical effort that was applied. The surgeon also noted that it seemed more difficult than normal to extract the bolt from the back end of the helical blade. It is unknown if there was a surgical delay. There was no patient consequence reported. Procedure outcome was unknown. Concomitant device reported: helical blade (part # unknown, lot # unknown, quantity 1). This report is for one (1) helical blade inserter. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Date received by manufacturer for initial report should be august 9, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device evaluated by MFR: DHR review was completed. Part number: 03.037.024; synthes lot number: t111966; release to warehouse date: 02-oct-2013; manufacture site: tuttlingen; part expiration date: n/a. List of nonconformance¿s: n/a. A review of the device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. No ncrs were generated during the production of this device a review of the device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. No ncrs were generated during the production of this device. Customer quality conducted an investigation of the returned device. Customer quality investigation: the following investigations were performed: device interaction/ functional and damage-visual appearance not as expected: device condition: visual inspection performed at customer quality (cq) under 5x magnification on the received helical blade inserter showed deformed internal threads. Furthermore, the blue handle of the device was observed missing and was not returned at customer quality. No new issues were observed other than the normal signs of wear which will not affect the product functionality. Functional inspection: functional test performed with the returned coupling screw showed that the device threads were stuck during assembly and disengagement of screw from the blade inserter which is due to the deformed threads on both the device. The complaint condition was able to be replicated and the given complaint condition is consistent with the returned device. Therefore, complaint condition was confirmed. Dimensional analysis and document/specification review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Helical blade inserter assembly drawing. Helical blade shaft drawing. Dimensional inspection was not able to be performed as relevant deformed thread dimensions were not accessible for accurate measurement. However, based off the device age with its use for approximately 5 years, the observed condition was noted to be a post manufacture damage. Review of the device history record showed that there were no issues at the time of manufacturing of this device and its sub components that would contribute to the complaint condition. No ncrs were generated during the production of this device. Conclusion: a definitive root cause could not be determined from the provided information. However, the observed condition is likely because of any off-axis threading with any possible unintended striking forces on the device which could have contributed to this complaint condition. The overall complaint condition is confirmed. However, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.